Event description:
It was reported that a patient's device was double counting wide qrs events during biventricular pacing. Programming changes were made successfully and patient is stable.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.